Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced multiple surgical revisions, mesh failure, incisional hernia recurrence between pubic bone and mesh, open repair of recurrent incarcerated incisional hernia with new parietex mesh, extrusion and migration of mesh, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, extensive lysis of adhesions, recurrent ventral hernia, significant inflammation in bowel where mesh was tethering to the bowel which ended in segmental bowel resection. After treatment, the patient experienced multiple revision surgeries.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incisional hernia recurrence between pubic bone and mesh, extrusion and migration of mesh, loop of mid-small bowel, adhesions, erythema, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, recurrent ventral hernia, pain and significant inflammation in bowel where mesh was tethering to the bowel, bowel perforation, hematoma, . Post-operative patient treatment included removal of prior mesh, mesh revision, segmental bowel resection, colonoscopy, reduction of incarcerated omentum, segmental sigmoid resection with a side-to-side stapled anastomosis, abdominal wall closure and extensive lysis of adhesions lasting more than 2 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incisional hernia recurrence between pubic bone and mesh, extrusion and migration of mesh, loop of mid-small bowel, adhesions, erythema, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, recurrent ventral hernia, pain and significant inflammation in bowel where mesh was tethering to the bowel. Post-operative patient treatment included removal of prior mesh, open repair of recurrent incarcerated incisional hernia with new parietex mesh, segmental bowel resection, colonoscopy, reduction of incarcerated omentum, segmental sigmoid resection with a side-to-side stapled anastomosis, abdominal wall closure and extensive lysis of adhesions lasting more than 2 hours.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incisional hernia recurrence between pubic bone and mesh, extrusion and migration of mesh, loop of mid-small bowel, adhesions, erythema, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, recurrent ventral hernia, pain, significant inflammation in bowel where mesh was tethering to the bowel, bowel perforation, hematoma, and obstructions. Post-operative patient treatment included removal of prior mesh, mesh revision, segmental bowel resection, colonoscopy, reduction of incarcerated omentum, segmental sigmoid resection with a side-to-side stapled anastomosis, abdominal wall closure and extensive lysis of adhesions lasting more than 2 hours, and hernia repair with new mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incisional hernia recurrence between pubic bone and mesh, extrusion and migration of mesh, loop of mid-small bowel, adhesions, erythema, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, recurrent ventral hernia, pain, significant inflammation in bowel where mesh was tethering to the bowel, bowel perforation, hematoma, and obstructions. Post-operative patient treatment included removal of prior mesh, mesh revision, segmental bowel resection, partial removal of mesh during colonoscopy, reduction of incarcerated omentum, segmental sigmoid resection with a side-to-side stapled anastomosis, abdominal wall closure and extensive lysis of adhesions lasting more than 2 hours, and hernia repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mesh failure, incisional hernia recurrence between pubic bone and mesh, extrusion and migration of mesh, loop of mid-small bowel, adhesions, erythema, fragments of mesh detached and were retracted though colonoscopy, erosion, retained mesh found in sigmoid colon which had eroded into the bowel or the sigmoid colon inside the lumen, recurrent ventral hernia and significant inflammation in bowel where mesh was tethering to the bowel. Post-operative patient treatment included removal of prior mesh, open repair of recurrent incarcerated incisional hernia with new parietex mesh, segmental bowel resection, colonoscopy, reduction of incarcerated omentum, segmental sigmoid resection with a side-to-side stapled anastomosis and extensive lysis of adhesions lasting more than 2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.